Event description:
Door jammed in partially-open position. Pt in room and rptr was not able to free pt until jack obtained to pry door open. Later it was determined that wheel had broken and jammed on door plate.